Event description:
On (B)(6) 2019, the customer reported that the rotational lock on the ort200 failed to lock.there was no patient involvement.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue.the cse replaced the rotational lock mechanism and an actuator.the table was tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.